Manufacturer narrative:
(B)(4). Date sent: 12/18/2020 h1: MDR decision: malfunction h6: health effect-clinical code: no clinical signs or symptoms or conditions health effect-impact code: no health consequences or impact upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: please describe the cleaning technique used between each firing. Answer - per the IFU. I was present and ensured the device was swished thoroughly and wiped with a dry cloth. The scrub tech has been properly using echelon for 2+ years. Can additional details be provided on shape of malformed staples? Answer - the shape was a mashed ¿l¿ shape. There was nothing good about these staple shapes. Were the jaws of device dipped in liquid after buttress material was applied? Answer - no.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please describe the cleaning technique used between each firing. Answer - per the IFU. I was present and ensured the device was swished thoroughly and wiped with a dry cloth. The scrub tech has been properly using echelon for 2+ years. Can additional details be provided on shape of malformed staples? Answer - the shape was a mashed ¿l¿ shape. There was nothing good about these staple shapes. Were the jaws of device dipped in liquid after buttress material was applied? Answer - no.

Event description:
It was reported that during a single side anastomosis duodenal switch procedure that surgeon fired three black reloads then a green reloads with gore seamguard. On the fifth and sixth firing with gold reloads with ech60r was used. When fired the gun operated as it should but once opened surgeon noticed malformed staples. Surgeon believes he fired over another staple line which he assumed caused the malformed staples. Surgeon scoped the patient and saw there was a hole where the staples didn't form. Surgeon then fired another staple line medial to try to close the hole using the same stapler and again, the surgeon experienced malformed staples which looked like a big ball of staples, tissue, and buttressing. Surgeon again believes that he caught another ¿crotch¿ staple which prevented the staples from forming. At this point the surgeon cut out the malformed staples and oversewed the area with pds plus suture. For the last firing surgeon used a new gun and gold reload without incident. At this point the surgeon decided to stop the procedure with the sleeve and will have the patient return at a later date for the duodenal switch.